Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw hinge had broken, and found the upper jaw in nose down position. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. All parts of the device remained attached to the device, no fragments were noted missing. The device was returned with no cartridge. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. The instructions for use contains precautions about using of the device under these conditions. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a knee arthroscopy, the novostitch pro jaw did not open. A back-up device was available to complete the procedure on time. The patient was not harmed. Results of investigation have concluded that the upper jaw of the device was broken, this part was used inside the patient; which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.